Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3). Patient complained of pain in the anterior portion of the mandible after a cleaning where gluma desensitizer was applied due to hypersensitivity of the teeth. Picture of area shows appearance of chemical burn. Patient was treated as though this was an allergic reaction and used analgesic and cortisol containing drugs as treatment for burning symptoms. Doctor of the clinic prescribed volon a as an ointment for patient to use to reduce inflammatory and non-inflammatory diseases of the mouth that responds to cortisone treatment. Patient also completed chamomile rinses in combination with ointment. Patient healed and reported being symptom free after 3 to 4 weeks. This material is known to be caustic to soft tissues. The dfu states that a rubber dam is recommended to avoid contact with soft tissues. A rubber dam and isolation was unable to be accomplished due to patient difficulty not allowing for placement. Incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution.

Event description:
Patient experienced a chemical burn on mucosa around the lower anterior region of mandible that came into contact with gluma desensitizer in a dental office setting. Doctor was unable to isolate and place a rubber dam due to patient difficulty not allowing for placement.